Event description:
It was reported that the patient had a loss of therapeutic effect. While the patient did have a bowel movement after the device was implanted, she was now having issues with leaking which started on (B)(6) 2012. The patient went to have an adjustment made to her device and believed the health care professional (hcp) just increased her stimulation, but was unsure. The patient's symptoms were located in her perineum and included loss of bowel control. The patient did not leak during the trail phase and had a bowel movement every day. The patient's stimulation was on and at 4.5v and she felt it on the right side of her buttocks. The patient increased stimulation to 5.9v on her only program and stated she was feeling stimulation. The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-33, lot # va01qgd, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).